Manufacturer narrative:
Zimvie complaint number: (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H11: additional narrative. Zimvie received one (1) tsvb11, impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm) for evaluation. Ups shipment has been lost in transit. A claim has been placed. If ups locates the shipment, the complaint will be re-opened and updated accordingly. DHR review was completed for the subject lot number 1214131. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR complaint history review was performed for the reported 1214131, for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental: functional: fracture: implant¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was and clinician selects implant that is unable to resist long-term occlusal loading. Therefore, based on the available information, a device malfunction could not be verified. The reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that an implant at tooth site 46 was removed due to a fracture at the implant collar. Patient attended as an emergency due to loss of the crown on implant 46. Examination revealed a fractured portion of the implant collar emerging at the gingival level, with the abutment screw fractured inside the implant. The patient reported no pain. Procedure was not completed. This complaint refers to the implant fracture

Manufacturer narrative:
Zimvie complaint number (B)(4). D10. Concomitant medical products . Hla3/5, abut hex-lock 3.5mm imp 5 .5 flare lot 2019011798. G4: premarket identification k013227.